Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
A metal rod came out of a brush head in mouth [device breakage], no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via phone on (B)(6) 2016 that a metal rod came out of an oral-b power oral care refill flexisoft on an unspecified date, and it was in his mouth. No symptoms developed. The consumer had used this product version in the past without reported incident. Concomitant product: oral-b rechargeable toothbrush, version unknown.